Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device will not connect to the pcu. When connected to the pcu, the 8100 would not give any indication of connecting or even start the light up sequence and could not get the device to power on. When the outer housing was taken off, the inside of the pump looked like something had spilled on it. There was no reported patient involvement.